Manufacturer narrative:
A philips remote service engineer (rse) spoke with the customer and confirmed the reported issue. The customer biomedical engineer (biomed) was not on site so the rse recommended that the biomed reboot the affected host and replace the speaker with another working speaker. The rse called the customer back to verify resolution of the problem. The biomed indicated that the speaker connection was loose. This will be considered a product malfunction; the cause of the loose connection was not determined. The biomed re-secured the loose speaker connection to resolve the issue

Event description:
It was reported that audible alarms could not be heard at the central station, and a patient expired. The device was in use at time of event and the patient died.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that audible alarms could not be heard at the central station. The device was in use at time event and a patient expired.